Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported migration (partial clip movement), associated with the clip partially detaching from the anterior leaflet, could not be determined. The reported recurrent mr and heart failure appear to be cascading effects of the partial clip movement. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to a grade of 1. Roughly six months later, the patient returned to the hospital due to heart failure symptoms. Echocardiography was performed and showed the clip partially detached from the anterior leaflet and remained attached to the posterior leaflet, causing mr to increase to a grade of 4+. On (B)(6) 2023 an additional mitraclip procedure was performed. Two clips were implanted, reducing mr to a grade of 1.